Event description:
The facility's purchasing supervisor reported to baxter canada that a clearlink non-dehp secondary medication set had easily disconnected from a cyclosporine bag after being spiked. This occurred during priming. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). Sample is not available for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used and one unused/companion sample was later sent in for evaluation. The used sample arrived spiked into an empty 250 ml baxa solution bag. Visual inspection showed that the spike was only partially inserted into the administration port. The spike was easily manually removed from the port. The solution bag was filled with reverse osmosis water. The used spike was then reinserted up to the spike shoulder area. The bag was then hung from a hanger pole. The set was re-primed and checked for leaks and fall out. The spike remained in position with no leaks or fall out noted. The unused spike was also tested using the same method. The unused spike also functioned normally with no leaks or fall out noted. Because the returned samples function as designed when properly inserted, the complaint will not be confirmed. The root cause was not identified. The customer had stated that the sample was not available when medwatch 001 was submitted. Customer later returned sample for evaluation.